Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that the scepter xc balloon catheter was prepped as per IFU with no issues. The scepter xc was advanced to the location of embolization with no issues. Inflated the balloon and noticed contrast pooling proximal to balloon. Deflated the balloon and the contrast disappeared. The contrast reappeared with reinflation of balloon. All devices stable and embolization proceeded with no issues. When balloon was deflated, the little contrast pooling proximal disappeared again. Contrast run post embolization showed mma vessel rupture with extravasation. The vessel rupture appeared to be proximal to balloon proper and in the vicinity of the extra/daughter balloon. The middle meningeal artery ruptured during embolization and required coiling to sacrifice the vessel. The patient stable post op. Reinflated xc on the bench post procedure and identified daughter/twin balloon proximal to the balloon properly. The patient outcome is stable.